Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging between 40-50 mg/dl. Suspected cause was due to control iq algorithm increasing basal rates to address bg levels following consumption of a meal. Carbohydrates were consumed to address low bg. Recommendation was made to consult a healthcare provider regarding diabetes management.